Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted ¿the mesh had become wadded up and thus removed the entire mesh.¿ it was reported that the patient experienced severe pain, loss of appetite and extreme weight loss. No additional information is provided.